Event description:
Patient presented to the physician with an exposed stimulation lead and infection at the neck incision. Physician brought the patient into the or and removed the inspire system. This resolved the issue.